Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error code was due to a faulty printed circuit board (ap board). The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation encountered error message, no image on the screen, which was due to a faulty circuit board (ap board). Additionally, evaluation found a worn-out video connector latch that caused a poor connection with pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center encountered error b30. The error message refers to a scope communication error. The issue was found during preparation for use, and the therapeutic urodynamic study procedure was completed with a similar device. There were no reports of patient harm.